Manufacturer narrative:
The reported event was unconfirmed. Summary analysis: (include analysis/dissection of returned sample) sample provided was evaluated visually to confirm roughness and tightness of coating. Tubing was found free of lumps, flat spots, voids, or other deformities. Eyes were cleanly punched with no loose materials, excessive ragged edges, or plugged eyes. All printed features were present and legible. Eye location and number were conforming to drawing. The outer body of the stent tubing was found to be smooth with a gloved hand, and no roughness was found to be present. Guidewire was ran through the stent from kidney end to distal tip. Guidewire was able to pass through with no resistance. The reported event was unconfirmed. Risk, labelling, and DHR review are not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 during the use of the ureteral stent, after opening the packaging and removing the stent, it was discovered that the stent coating was rough and tight, making it impossible to insert into the body. The hospital contacted their company on the same day, and they provided detailed information to the company on (B)(6) 2025.

Event description:
It was reported that on (B)(6) 2025 during the use of the ureteral stent, after opening the packaging and removing the stent, it was discovered that the stent coating was rough and tight, making it impossible to insert into the body. The hospital contacted their company on the same day, and they provided detailed information to the company on (B)(6) 2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.